Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was readmitted to (B)(6) for driveline infection that resulted in debridement on (B)(6) 2020. Patient had originally complained of pain superior to the driveline exit site. Clear serous fluid being excreted from the site via wound vac. Also, antibiotic beads implanted to treat (B)(6) infection. Gram stain positive for polymorphonuclear leukocytes. Patient is current now a btt patient given the ongoing infection and is actively listed for heart transplant.

Manufacturer narrative:
Manufacturer¿s investigation conclusion. The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.